Event description:
Caller reported the display on the infusion device is defective. Caller stated misinterpretation is possible. Caller reported there are no health concerns. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).